Event description:
It was reported that the patient was in ventricular fibrillation (vf). The device successfully converted the arrhythmia with a lower output therapy shock then programmed. During the device replacement, it was noted that the right ventricular (rv) lead showed signs of an externalized wire. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).